Manufacturer narrative:
Testing and investigation received the actual tubing set involved in the event, as well as a sister sample that was unused. Testing determined the used separated tubing set has insufficient uv adhesive between the arterial tubing and the female luer. Additionally, the probable cause was determined to be due to insufficient adhesive during the manufacturing process. The sister sample was visually examined and a pull test completed, the tubing performed as intended. During the manufacturing batch review, there were no non-conformances identified that would have contributed to the reported complaint.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
The customer contact reported the arterial blood set has a bonding defect. While attached to a patient, the break was found to be in the fixed part of the line. Additionally, there was patient involvement; but no reported harm/adverse event. No additional information has been provided.